Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, diarrhea, and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the event was not reported. The action taken with the dianeal and extraneal therapies was not reported. The patient's status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on the same day as the event onset the patient started treatment with vancomycin (2 g; route and frequency not reported), gentamycine (1 g; route and frequency not reported), and ciprofloxacin (40 mg; route and frequency not reported) for cloudy effluent. It was reported by the nurse ¿the patient had no other symptoms despite pd fluid being cloudy¿. (B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.